Manufacturer narrative:
Manufacturer narrative: hypopyon, uveitis/iritis, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
An article titled 'angle hypopyon in phakic intraocular lens induced uveitis', indicated a patient with unilateral high myopia had experienced pain, redness, photophobia, 25 post implant of an implantable collamer lens. It notes there was also mild circumcilary congestion, pigment dispersion, and pigment deposition over the lens, secondary to iris chaffing, as well as hypopyon in the inferior ac angle along with increased pigmentation, uveitis/iritis. Lens remains implanted.